Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 03jan2019. Philips field service engineer (fse) confirmed the reported issue. No pressure build, found patient out let is loose. The fse tightened set screw on patient outlet, pressure build is good, short self test passed. Performed annual periodic maintenance, extended self test and performance verification passed.

Event description:
Customer reported safety valve test fails. No patient/user harm reported.the event date was not specified; estimate used